Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate with electrode belt.) Has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was disconnected from defib board. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.